Manufacturer narrative:
. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of a sensing anomaly was confirmed in the laboratory and was due to an electrical short in the lead. The cause of the short was over torque of the inner coil during the surgical procedure.

Event description:
It was reported that during implant the lead exhibited low sensing amplitudes. The lead was not implanted.